Event description:
Ventilator would not give oxygen boost or increase amount of fio2 provided. Then vent was reading "ventilator service needed." Hand bagged patient throughout entire troubleshooting. Changed out vent. According to internal investigation: 1. Did the equipment have all preventative maintenance up-to-date prior to this event? Yes, last pm completed [date redacted]. 2. Was the equipment inspected prior to use to verify integrity (if applicable)? Our equipment is marked with a "clean' label after being processed. The rt (respiratory therapist) must outfit the device with the proper circuit prior to placing on patient. Yes, it was inspected prior to using. This particular vent does not require a circuit calibration, so no circuit test was done. 3. Was the equipment within its useful life and not beyond any identified expiration date? Clinical engineering is not showing notification of eol (end of life) or eos (end of service). 4. Was the equipment being cleaned/maintained according to manufacturer¿s recommendations? Yes it was.